Manufacturer narrative:
The reported events of noise and inadequate capture were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-13845. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. Oversensing noise was also noted on the right ventricular (rv) lead. Programming changes were made to restore normal parameters. Further oversensing noise and high capture were noted and the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2023. The patient was stable.